Event description:
It was reported that the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. The rv lead and ra lead was capped and replaced on (B)(6) 2026. There were no patient consequences.